Event description:
Dr was trying to remove clogged suprapubic catheter. Bulb would not deplate. When catheter was removed, balloon was missing. Device is available for evaluation. Balloon tip was removed via cystoscopy and was sent for pathology.